Event description:
The patient claimed she awoke with blood glucose reading of 597 mg/dl. She had symptoms of nausea, vomiting, and headache at the time of concern. The patient went to her backup plan later that morning when she got the occlusion alarm. She took 6 units of humalog insulin at 8 am. Her blood glucose read 357 mg/dl at 10 am. She continued with insulin treatment via syringe until her blood glucose was corrected to 104 mg/dl at 5 pm. The animas representative performed troubleshooting to evaluate the animas pump and to assess the patient's alleged elevated blood glucose. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There were redness and bruising at the infusion site. It was noted the patient had blood in the tubing last month. There was no sign of a kink or bending of the cannula at the infusion site. The animas representative concluded there was no pump malfunction associated with the alleged event. It is not clear what contributed to the patient's alleged symptoms and elevated blood glucose. The patient will change out her infusion set when she gets home and resume her pump therapy. This complaint is being reported because the patient allegedly awoke with hyperglycemia and received medical intervention while she managed her diabetes with the animas pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump booted to the verify screen and performed the ez-prime steps successfully. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications; no alarms were duplicated during testing. The pump was opened and no internal issues were found with the pump. No delivery related defects were found during testing.